Event description:
Caller reported false negative results with urine hcg test using consult diagnostics hcg cassette test. Customer said testing was performed about a month ago. The patient was negative on the hcg cassette but a sonogram showed the patient was approximately 8 weeks pregnant with twins. The blood was sent to the lab and it came back positive; no quantitative value was available. No more patient specific information was available.

Manufacturer narrative:
No product lot number was provided; no patient samples or product returned; insufficient information to pursue further investigation. Root cause could not be determined from the information provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.